Manufacturer narrative:
This failure mode has been previously reported per 21 cfr 803.50. As part of the corrective actions, permobil has initiated a field action recall for all sc dials that are currently in use. Permobil will be providing switch control buttons or switch control buttons with mono jack option to replace the affected speed control dials. The following recall numbers were provided by the FDA: z-2538-2025, z-2539-2025, z-2540-2025.

Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, when rotating the dial back to the stand-by/neutral position to stop, the motor would not disengage and continued to run. No injuries were reported to have occurred as a result.